Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a hole was noted near 10/15 cm from the insertion point. They noted the fissure and removed the catheter. The staff ensured that no high pressures were used. No other information was provided.